Manufacturer narrative:
We learned through our attorney that a morcellator case was filed in (B)(6) on (B)(6) 2015. We have not been served and subsequently learned that the lawsuit was withdrawn. There was no indication of a malfunction of the device or that the morcellator used in the procedure was a karl storz device.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy using a power morcellator on (B)(6) 2011; the patient died (B)(6) 2013 of metastatic cervical cancer.

Manufacturer narrative:
(B)(4).